Event description:
Clinical report states the pt was revised because of a fractured stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once is has been completed.